Event description:
It was reported an issue with the device. The logs show error code 221.2010. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event that the device displayed error code 221.2010 was confirmed based on the review of the pump error logs; however, no further investigation of this issue could be performed as the suspect device was not returned by the facility. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated by the suspect pump on 21 january 2025. At 1:15 pm infusion with the following para meters was programmed: rate: 250 ml/hr, vtbi 500 ml. At 1:16 pm infusion was started. At 3:16 pm infusion was completed. At 3:17 pm unit was channeled off. A review of the received pump error logs showed an error code (221.2010.0 ¿ comm watchdog failure) occurred three (3) times on january 28,2025; between 1:53 pm and 3:21 pm, at on the suspect pump module (s/n (B)(6)). In addition, another error occurred on january 28, 2025; at 1:53 pm (221.2000 ¿ comm failure) the bd alaris technical service manual for pump module states in troubleshooting table error codes section the following for the error codes 221.2010 and 221.2000: error code 221.2010: the explanation it¿s timely response to watch message not received on safety processor communication, the logic board should be replaced. Error code 221.2000: the explanation it¿s unspecified communication error on safety processor communication; the logic board should be replaced. The cause for the channel error could not be definitively identified, no additional event information was provided. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event that the device displayed error code 221.2010 could not be determined based solely on the review of the logs. No devices were returned for this investigation, and no additional event information was provided.

Event description:
It was reported an issue with the device. The logs show error code 221.2010. This was reported to bd representatives during their site visit. There was no information on patient involvement.